Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, t- wave oversensing on the ventricular channel was observed. Programming changes were made. Patient is doing fine.